Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total knee replacement on the left side. Subsequently, the patient experienced a pulmonary embolism as a result, approximately 9 months after initial replacement, the patient was administered medication. No further impact to the patient was reported. No other information is available.